Manufacturer narrative:
Improper storage of test strip product. Co has completed the investigation of the MDR incident and, after testing the device, has not been able to verify a device malfunction which could have contributed to this event. Co concludes that the alleged inaccurate results may have been due to user error, improper storage of test strip product, or some unk anomaly. At this point the investigation of this matter is closed.

Event description:
The pt began obtaining low results on his one touch basic meter on 8/14. Because of the low results, he discontinued his insulin and oral medications for two days. On 8/16, still obtaining low results, he began feeling "drunk" so he drank orange juice. At 5/p it was recommended by family members that he eat and go to the hosp. He consumed fruit and a piece of cake and upon arrival at the hospital at 6:30/p, a blood glucose result of "almos 500" was obtained (method unk). He was treated with 70u 70/30 insulin and released 5 hrs later. The pt stores his test strips out of the vial in the meter case. A blood test performed on properly stored test strips during customer contact read 235 mg/dl, a result the pt felt to be accurate. The meter was in calibration on 8/20, reading 93 within a labeled range of 77-105.